Event description:
The user facility reported that the distal portion of a catheter became separated during an interventional procedure that involved passing up-and-over the iliac bifurcation. Communication with the user facility confirmed the following: the patient had existing stents in the iliac artery from previous procedures; during advancement of the catheter the device over the iliac bifurcation, the catheter reportedly became "stuck in a stent strut"; the physician decided to withdraw the catheter, but noted it required "harder than normal" force to remove it from the patient; upon removal, it was noted that the distal portion of the catheter had separated from the device; the detached material was successfully retrieved using a snare device; the physician determined that the lesion could not be successfully crossed and aborted the planned interventional procedure; and there was no reported impact to the patient.

Manufacturer narrative:
The user facility confirmed that the involved device would not been made available for evaluation due to hospital policy. Therefore, the failure investigation consisted of a review of user facility information, quality records and evaluation of a reserve sample. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. Testing of the retained sample from the reported lot confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that indicates this event was related to a defect or malfunction of the catheter. Although the cause of the reported event cannot be definitively determined based on the available information, the most likely cause is related to continued attempts to withdraw the catheter against resistance after becoming caught in a strut of the patient's reported previously placed stent. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).